Manufacturer narrative:
During evaluation of the device, the service engineer reported that the low leak co2 rebreathing risk alarm (error code 1203), was not duplicated.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a low leak co2 rebreathing risk alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a low leak co2 rebreathing risk alarm. The customer requested to have the device serviced. The investigation is ongoing.